Event description:
It was reported to boston scientific corporation in 2008 that a radial jaw 3 biopsy forceps device was used during a procedure performed the day prior (male patient; age and weight are unknown). According to the complainant, during preparation the radial jaw 3 biopsy forceps would not close. The device was used in the procedure and still would not close. The physician completed the procedure with another radial jaw 3 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A visual inspection of the returned device revealed that the unit was returned with a bent needle. A functional test revealed that the device does not close properly due to the bent needle condition. The cause of the damage is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.